Manufacturer narrative:
The biomedical engineer (bme) reported that all channels are in communication loss and the link light intermittently goes on/off on the multiple patient receiver (org). No patient harm was reported. Investigation conclusion: evaluation confirmed the complaint and identified a failed cpu pcb, which was replaced. Root cause: component failure. Additional device information: d10 concomitant medical device central nurse's station model: pu-621r sn: 00970 telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-521pa sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer . H6 event problem and evaluation codes h11 additional manufacturer narrative. Corrected information: d9 device available for evaluation - date corrected from (B)(6) 2026

Event description:
The biomedical engineer (bme) reported that all channels are in communication loss and the link light intermittently goes on/off on the multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that all channels are in communication loss and the link light intermittently goes on/off on the multiple patient receiver (org). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-621r sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-531pa sn: (B)(6). Telemetry transmitter model: zm-521pa sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that all channels are in communication loss and the link light intermittently goes on/off on the multiple patient receiver (org). No patient harm was reported.